Manufacturer narrative:
(B)(4). Batch #: u94l3p. Additional information was requested and the following was obtained: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Tissue pad was 90% burnt. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a lap sigma the pad at jaw came off. Device stopped working and was not recognized by generator. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # u94j89. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present. In addition the device was returned with the cable cut off. No tissue pad detached as reported by the customer. Due to the condition of the device, we were unable to functional testing, the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.